Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 98, 44, 77 and 55mg/dl. Customer stated that he had obtained a result of 23mg/dl am fasting using true metrix meter and 53mg/dl using another device; customer stated he had been having symptoms at the time. Customer stated that his lab test result was 86mg/dl fasting am, but declined to provide the result with the true metrix meter or if tests were performed back to back. The result of 23mg/dl could not be verified in the meter memory. Customer also reported complaint for another meter, reference (B)(4), and was unable to confirm which meter he had been using when the result of 23mg/dl had been obtained. The customer¿s expected am fasting blood glucose test result range is 87-112mg/dl. Customer's expected pm fasting blood glucose test result range is 65-87mg/d; customer stated that is normal for him to get 65mg/dl, an that he experiences symptoms when he obtains 62mg/dl or below. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 04/30/2023 and open vial date was not disclosed. The customer did have another vial of test strips that had been stored and handled correctly (same lot number). The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Different meter serial number, same test strip lot number. As reported, customer was unable to confirm which of the two true metrix meters the reported result of 23mg/dl had been obtained with. Meter and test strips were not returned for evaluation. Note: 14-jan-2022: customer called back stating he has 4 meters, 2 new and 2 allegedly defective meters he is supposed to send back 2 but he doesn't know which meters to send back. Customer proceeded to go on and on about how he is dissatisfied with our meters. He stated he will send them to the FDA and not send them back to us. I attempted to educate customer about proper technique -customer was unaccommodating. Advised customer not to test with alleged defective meters and not to take blood from the same finger poke and test with all 4 meters. I did advised him that I would make a note of his concerns. Customer disconnected the call. Note: manufacturer contacted customer in a follow-up call on 25-jan-2022 to ensure the customer¿s initial concern was resolved - able to establish contact with customer. Customer picked the phone and he immediately start yelling that he is highly unsatisfied with the new meters and he disconnected the call.

Manufacturer narrative:
Sections with additional information as of: 22-mar-2022. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.